Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump alarmed button error. Customer's blood glucose level was 70 mg/dl. Troubleshooting was not performed. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.